Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.0.1 h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b17, c20 and d15 apply to the system. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that while attempting to do 3-point touch initialization the initial point was in the middle of the forehead mid brow opposed to being at the tip of the nose. When the manufacturing representative (rep) attempted to correct, she was unable to move the point to the tip of the nose. The rep touched the tip of the nose on the model and it moved back to the brow when they started the registration process. The attempted to finish the 3-point touch but the trace did not line up with the model. They restarted registration using manual touch points and then did trace to increase accuracy. Trace looked fine and registration and navigation seemed accurate. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.